Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer was creating duplicate addresses randomly around the drawer. A field service engineer (fse) was informed that the issue had reoccurred, and the user requested on-site support. The fse observed that this time the problem was limited to row c, whereas previously it had affected rows a and b. The fse replaced the row board cable as a corrective measure. During inspection of the back of the drawer, the fse noticed damage to the retractor band and replaced it as well. Once the components were reassembled, the user was able to reload the previously unloaded pockets without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where all pockets in one drawer failed multiple times with the error message stating 'duplicate address detected'. Additionally, it was reported that the user was able to retrieve the needed medication from the pharmacy. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.